Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five samples were received at the plant for the investigation. Upon a functional evaluation of the samples, a leak was detected between the connection of the tubing line and the cross spike connector. A definitive root cause has not been determined at this time. As part of continuous improvements, a corrective action has been opened to address the observed issue. This action is designed to determine the root cause and prevent the reoccurrence of the reported defective condition.

Event description:
On (B)(6) 2019 the customer reported a non reportable issue. Upon sample evaluation on 18-sep-2019 the investigator observed leaking between the connection of the tubing line and the cross spike connector.